Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of the customer reported via phone call that her daughter got her insulin pump stuck in the recliner and the screen cracked and had a white screen. The customer¿s blood glucose level was 107 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd glass.